Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. The patient was able to clear the por. It was also reported that the patient was charging more than expected. The patient later reported that she had no concerns with her device or therapy.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).